Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremors, movement disorders. It was reported that the patient received a replacement from bilateral sc¿s to a single rc. The patient was discharged on the same settings, and the device was functioning as intended. The patient recharged a week later and became overstimulated. The patient lowered voltage using patient remote. Patient reported to hcp for reprogramming. The hcp noted that even after patient turned down voltage 1v they were still overstimulated. The hcp lowered the device even more to gain optimal stimulation parameters. The hcp concern was that when going from bilateral sc to rc that they were able to use a third of the current as before. The issue was resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the cause for overstimulation had not been determined by the healthcare provider (hcp).